Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic pneumonectomy, the knife did not return to the home position after the first firing on blood vessel. The knife was returned with the manual override lever. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p57g1u. Device evaluation: the analysis found that one pve35a device was returned with the articulation mechanism damaged and with a cartridge loaded on the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No functional test was performed due the condition of the device. The device was disassembled to verify the internal components and the articulation was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.